Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced shortness of breath and vertigo. It was also noted that the icm was underdetecting qrs complexes. The device remains in use. No further patient complications have been reported as a result of this event.